Manufacturer narrative:
Additional information received that this event occured during routine testing and there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition but had a damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device, the fault could not be duplicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was alarming that there was a cassette attached error. There were no adverse events reported.